Event description:
Manufactures reference ID: (B)(4).

Manufacturer narrative:
It was reported that the ventilator has a burnt smell when switched on. The ventilator was investigated onsite by our field service engineer (fse), monitoring printed circuit board (pcb) was found to be defective and the fse resolved the reported failure by replacing it. The ventilator passed all functional and safety test and was cleared for clinical use after that. Can't be confirmed in logs due to logs not provided. The returned pcb was sent for further investigation. An ocular inspection was done and reveled a burned capacitor. Failure of this capacitor may result in a false -12 voltage signal to the p2 connector that handle communication to remote alarm, common & controller area network interface, inlet. Press, inspiratory flow, buzzer and barometric pressure sensor. The pc 1772 monitoring handles all supervision and alarms in the system. It activates pressure reducing mechanisms, including activation of the safety valve, in case of excessive breathing system pressure. The root cause for the reported issue could not be determined.

Event description:
It was reported that the ventilator generated technical error codes indicating a power error. There was no patient harm. Manufacturer's ref #: (B)(4).